Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient said since implant,  they felt a burning sensation at implant site, "like a match or a cigarette burning the skin." The patient said they even turn around sometimes to see if someone was burning them with something. The patient said they saw their healthcare provider (hcp) the other day and told their hcp about the burning sensation, but their hcp said the burning sensation was related to "nerves or something." The patient said the burning sensation felt like they were "on fire." The patient said they got really bad painful jolts from ins since implant date. Now, last night, the patient stretched in bed and the patient felt the ins "kick off;" the patient said the ins shut off hard and the patient felt their whole body shake. The patient  contacted manufacturer representative (rep) and the rep and the patient performed some troubleshooting, but were unable to resolve the issue and scheduled an appointment for next tuesday. The patient said they needed the ins and "cannot go without it." During the call, the patient accessed the battery of the communicator and the communicator battery was at 80%. Then, the patient toggled the therapy on and off, but still did not feel therapy. The patient accessed program 1 in group a  and the therapy was set to 7.0. The patient said their therapy was typically set to 6.2, but they had adjusted their therapy up to try to feel the therapy. Adjusting therapy up did not resolve issue. The patient had already performed a hard reset on the handset multiple times, but the hard reset did not resolve the issue. The patient insisted they had "never had a problem with turning on therapy before." The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare provider (hcp) told them the patient (pt) was again having issues of the battery flipping. This had started about 2 weeks ago. Further information received from the consumer reported that they were having issues with their implant and pt did not recall the event date. Pt stated they had a lot of problems and the box (understood this referred to their implant) fell out not too long after being implanted. Pt stated certain things fell out of their spine. Pt stated the box kept coming out and it was sticking out of their box and they had to shower and it would be bright red and it would hurt. Pt stated their implant was out of pocket and moving all around and flipping again on their back. Pt stated now their implant was burning them and it felt like 10 "lighters"; pt stated they would turn their stimulation off and the burning didn't stop. Pt notified their manufacturer representative of the issue and pt noted they would see their hcp tomorrow and they saw their hcp every month. Pt noted if felt like liquid was pouring out into their right buttocks and the liquid was burning them. Pt noted on the left side they were still having a lot of pain and it felt like the implant was still there even though it was not. Pt noted one day their box did not come on and they tried everything and troubleshooting and it didn't resolve the issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6) 2022. Product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory h3. Analysis of the lead (B)(6) found conductors 1, 4, 5 and 6 broken 15 cm from the distal end. H6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b20 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported upon interrogating the patient¿s ipg on (B)(6) 2022, it showed that her contacts 1 <(>&<)> 5 are not connected ¿ resulting in high impedances for both contact 1 <(>&<)> 5. The patient at this time only had two programs under group a and nothing more and both of these programs were on the left lead 0-7. It was attempted to program up and down the lead on the contacts that were not affected , however she was still unable to get stimulation on the 0-7 lead when up to 9.0 ma (when typically this would provoke stimulation on patient¿s normal settings.) They were then programmed a b, c, d group on the right lead 8-15. She felt stimulation throughout the entire lead, for connectivity and impedances were perfect. She stated that the new programs were somewhat helping her pain, but not as beneficial as her previous a group on the other lead. It is suspected that her entire lead in 0-7 may have slightly come out because she cannot feel any stimulation on that lead. To note, patient states this all began on (B)(6) 2021 when she ¿stretched¿ in bed and felt her stimulation become intense then disappear (she typically runs it where she feels stimulation 24/7). Once it disappeared she hasn¿t been able to feel it since. It was noted there was an attempt to get relief from programming b, c, /or d ¿ if no relief then proceed with a pocket revision where hcp will open pocket and reinsert lead 0-7 and screw it in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that this patient was scheduled for a scs lead revision on (B)(6).

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision due to no connectivity on electrodes 0 and 5. The new lead had good connectivity and impedances and the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), product type lead product ID 97791, serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported connectivity issues.